Manufacturer narrative:
(B)(4). An explant date is unknown at the time of this report. Further details and product return have been requested of the account but not yet received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; the surgeon was using the device to repair a perforated pyloric ulcer of the stomach, during which he threw 8 knots and every knot he threw slipped and would not tighten down. This caused damage to the tissue and leaking. The surgeon demanded that the or staff get him a competitor device to complete the case, causing the case to be delayed. The surgeon said the knots slipped and would not tighten down due to the coating on the polysorb suture. After the case, the surgeon noted in his post-surgery notes that the device caused the delay in the case and could possibly cause another leak in the patient post-surgery. The current patient status is stable. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.